Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, when attempting to place the first proglide device, the suture did not come out when the plunger was retracted. A second proglide was attempted; however, there was no blood flow from the marker lumen despite successfully flushing the device prior to use. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large bore hole and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture did not come out when the plunger was retracted¿ was confirmed as a cuff miss. Ca review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.